Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient acquired an infection during the trial phase. The patient was hospitalized and was given IV antibiotics. The leads were explanted. The patient was discharged and is recovering at home.